Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented with high ventricular rate episode due to loss of capture. The patient felt symptomatic due to loss of capture. Programming changes were made. No further information was reported.

Event description:
New information states that the patient was in a stable condition.